Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1003432 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit 109-000/ lot 1003432 and test base part number 190-430 lot 1003432 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1003432 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue. However, the possible root cause has been identified as specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Please see related MFR report #s:1221359-2020-00370 - 1221359-2020-00376 and 1221359-2020-00378, 1221359-2020-00379.

Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion. Please see related MFR report #s:1221359-2020-00370 - 1221359-2020-00376 and 1221359-2020-00378, 1221359-2020-00379.

Event description:
A customer sent a cumulative report of ten (10) false negative results with the ID now covid-19 assay generated across four (4) different testing sites. This report represents patient eight (8) of ten (10). The customer reported a false negative result using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. Confirmation testing with a nasopharyngeal swab in viral transport media with abbott m2000 platform provided positive results (CT values not provided). Confirmatory specimen collection occurred (B)(6) 2020; testing date and time is unknown. Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.